Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the intensive care unit. On (B)(6) 2022, the patient was feeling poorly throughout the day with increased frequency of dizzy spells occurring regardless of position or activity. Around 1800-2000 while walking around their house, they had a syncopal episode and lost consciousness and woke up on the floor, unknown down time. They denied palpitations, shortness of breath, orthopnea, edema, nausea, vomiting, or fever. The patient was reported to have a history of ventricular tachycardia (vt) before left ventricular assist device (lvad) implant. Their most recent implanted cardioverter defibrillator (ICD- manufactured by boston scientific) shock was on (B)(6) 2022. ICD interrogation in the emergency room (ER) revealed frequent vt since the evening of (B)(6) 2022 requiring many anti-tachycardia pacing (atps). Their rhythm frequency changed between paced and non-sustained ventricular tachycardia (nsvt). The patient was treated with oral mexiletine and amiodarone. The vt in this event was not thought to be lvad or therapy related. The lvad showed occasional flows while in paced rhythm. At the time of exam, the patient was asymptomatic and hemodynamically stable. The log files contained pulsatility index (pi) events and two low flow hazard events on (B)(6) 2022 that were caused by hypovolemia and the reported vt. The low flows resolved with hydration and the vt medications. Patient was reportedly in an inpatient rehab facility.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia (vt) and hypovolemia could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow events; however, the account attributed the low flows to the patient¿s vt and hypovolemia. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. The pump operated at or above the low speed limit for the duration of the log file. The log file recorded transient low flow events on (B)(6) 2022. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), states that complaints of dizziness should prompt immediate evaluation of the patient and the system. No further information was provided. The manufacturer is closing the file on this event.